Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen was blank. Customer blood glucose reading was 150 mg/dl. Troubleshoot was performed. Customer states battery cap was not damaged. Insulin pump screen did not return after inserting new battery. Customer was advised to remove the battery for 2 hours and insert it. If the display did not return, customer was advised to call back for troubleshooting.